Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an betabionics ilet insulin pump at the time of the event. On (B)(6) 2026, the patient's mother reported that the patient had been receiving multiple low glucose alerts from the ilet system throughout the day. In response to these alerts, the patient's mother administered juice on several occasions to raise the patient's glucose level. The last reported cgm glucose reading was 64 mg/dl. Following this alert, a fingerstick blood glucose (fsbg) test was performed and reportedly displayed "high." Subsequently, the patient developed nausea and vomiting and was taken to the emergency department (ed) for evaluation. Upon arrival, the patient's blood glucose (bg) was reported as 480 mg/dl. The patient's mother stated that the patient was treated for diabetic ketoacidosis (dka) upon arrival. During hospitalization, the patient's highest reported bg was 496 mg/dl. The patient remained in the ed for approximately 10 hours. During this time, the ilet device remained attached, and the patient received intravenous (IV) insulin treatment. The patient's bg returned to range, and the patient was discharged home on (B)(6) 2026. Following discharge, the patient was reported to have fully recovered, was doing well, had glucose levels back in range, and continued using the ilet system. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.